Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test, however unable to perform the occlusion, prime, compromised forced sensor system and excessive no delivery test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer¿s blood glucose level was 260 mg/dl at the time of incident. Customer stated that the battery lasts for 1 day and insulin pump was grinding loud during bolus and rewind. The insulin pump will be returned for analysis.